Event description:
Caller (customer's daughter) reported the customer was unable to test due to his adc blood glucose meter turning on and then powering off after test strip insertion. Caller further reported the customer was hospitalized on (B)(6), 2013 as a result of the reported issue. No further information was provided by the caller as she agreed to call back at a later date to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: as of this date, no additional information has been provided by the customer. All pertinent information available to abbott diabetes care has been submitted.